Event description:
The patient reported that her blood glucose result had gone up to 650 mg/dl, and she was hospitalized in the intensive care unit. She said that she had been wearing the pod for over 48 hours when she was hospitalized. She said that she was "doing fine now" and did not have any further information from the event. The pod was discarded prior to her call.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death" and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones! Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyper glycemia." It advises, "to avoid hyperglycemia (high blood glucose): check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."